Event description:
It was discovered during the device evaluation, the olympus gastrointestinal videoscope had foreign materials present in the auxiliary water channel. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was foreign material present inside the auxiliary water channel. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Though it is possible that the user may have deviated from the recommended instructions provided on the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.